Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and device evaluation. The device was returned to olympus for inspection, and the customer's complaint/reportable malfunction was confirmed. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a specific cause of the adenosine triphosphate test swab stuck in the balloon channel could not be identified. In addition, the following non-reportable malfunctions were found during the device evaluation: 1.) Peeling of a rubber adhesive part. 2.) Forceps and brushes cannot be inserted. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned, and an initial evaluation was conducted by olympus; however, investigation is ongoing. During the initial evaluation, the user¿s report was confirmed. The atp swap was found stuck in the channel. If additional information becomes available following the device evaluation, a supplemental report will be filed.

Event description:
The customer reported that during preparation for use, the brush on her olympus ultrasonic gastrovideoscope could not be inserted or removed from the balloon channel. There was no patient harm reported as a result of this event.